Manufacturer narrative:
The system was examined. The company representative was unable to replicate any issue related to the reported event. The laser core module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 20, 2016. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. A laser core module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The module was installed in a calibrated system for functional testing. The module was found to meet specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure the laser power supply turned off automatically. The case was completed with no harm to the patient.